Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading recorded by the continuous glucose monitor (cgm) on (B)(6) 2020 was 94 mg/dl. Therefore, the complaint could not be confirmed. The pump experienced a malfunction 3 and malfunction 14 on (B)(6) 2020 and additional bg values were unable to be recorded. The cause of this malfunction was due to a misaligned foam pad on the pressure sensor printed circuit board assembly connector.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Bg cause was not known. Customer consumed candy and drank juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.